Event description:
Baxter reported a transfer set whose spike was broken by a clean flash device. No patient injury or medical intervention was reported.

Manufacturer narrative:
Evaluation summary; results indicate confirmation of the reported event. Reference CAPA for cracked / broken spikes. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line and take corrective / preventive action as appropriate.